Event description:
A cc4204bf model lens, diopter 21.5, tore while it was being inserted. The lens was implanted and was removed in pieces. There was no patient injury. The facility indicated that the sfc-25 fp cartridge tore the lens. An msi-pf injector was used but the lot number is unknown.